Manufacturer narrative:
The field service engineer (fse) was at the customer site on (B)(4) 2016. The fse observed that there were bubbles in rinse line. The fse replaced the rinse pump and rinse valve to resolve the reported problem. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported ca failing bilirubin on their ichem velocity automated urine chemistry system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.